Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the top of the insertion guide has shown that the protective sleeve is totally jammed. The tip of the protective sleeve is deformed. According to the current damage pattern, the reason cannot be determined, neither how the material abrasion when attaching the device to the recon-lock happened. There is evidence the damage took place because of short term stress. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, the bore sleeve of the insertion guide jammed intraoperatively and could not be removed. There was abrasion when introducing the bore sleeve in fixture for recon lock. This is report 2 of 3 for (B)(4).